Manufacturer narrative:
H3: product analysis: evaluation determined that the breakage to the tip bearing was observed. The likely cause of failure couldn't be able to determined. It was also noted that device with scratches, and dents were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It is reported that the device with the report of internal ring has come off. At the time of the report, there was no known impact to a patient. Additional information received stating that during use, there is no patient impact.